Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step and overfilled the cartridge. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.